Manufacturer narrative:
Concomitant medical products: bifurcated add on transfer set, lot (10) gr336024. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient is an infant.

Event description:
A medwatch report was retrieved from maude database, which states, " tpn bag noted to be empty with ivf infusing at correct rate through the IV pump. Infant received 24 hour volume in 12 hour period. Md notified. To bedside. Suspected seizures. This report lists carefusion smartsite low sorbing infusion set 16127819, 12/29/2019, (B)(4). Event description: additional information received from reporter on 02/08/2017 for report mw5067639: tpn bag noted to be empty with ivf infusing at correct rate through the IV pump. Infant received 24 hour volume irl 12 hour period. Md notified. To bedside. Suspected seizures. This report lists baxter bifurcated add on transfer set, lot (10) gr336024. Baxter bifurcated add on transfer set, ; feel at this time that it potentially contributed; lot (10) gr336024 was also used, however do not; to the event. "